Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration and qc data found they were acceptable. The most likely source of discrepant results is the fact that the a1-w2 result from the first sample was from a re-run. Since the re-run was only done for a1-w2 but not for the corresponding hb-w2 this leads to incorrect %hba1c results because the pre-diluted blood sample is different. Re-run must be performed for both parameters out of the identical pre-diluted blood sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a tina-quant hemoglobin a1c gen.2 (hba1c) result for one patient sample. The initial result was 7.8% and was reported outside the laboratory. The physician questioned the result and a new sample was drawn from the patient. The result for this sample on 05/29/2014 was 13.5%. The first sample from the patient was then retested and the result was 13.4%. The patient was not adversely affected. The hba1c reagent lot number was 691274 with an expiration date of 02/27/2015. It was noted the sample had sediment.